Manufacturer narrative:
.

Event description:
It was reported that an asymptomatic patient presented in the clinic for a routine follow up. The atrial lead exhibited far r wave oversensing which resulted in auto mode switch episodes. No patient symptoms were reported.